Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had a gradual increase in impedances over a period of time until it exceeded to 2,000 ohms recently and it plunged to around 400 to 500 ohms recently. A boston scientific company representative discussed of a possible causes of lead fracture. There were no known change in lv r-wave or thresholds. Additional information was obtained indicating that the patient will be monitored still as the pacing lead impedance went back to normal range and the lv pacing configuration was not changed this time. This lead remains in service. No adverse patient effects were reported.